Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was an autofill failure generated. The iab pump (iabp) was replaced and manual inflation was attempted with no success. Therapy was discontinued. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extender tubing was also returned. The sheath was returned over the membrane by a taper only. The extracorporeal tubing and fiber optic cable was found to be cut and completely separated approximately 10.2cm from the y-fitting. One kink was found on the catheter tubing approximately 75.2cm from the iab tip. A penetration was observed at this location. - an underwater leak test of the balloon, catheter, y-fitting, extracorporeal, and extender tubing was performed and a leak was confirmed on the catheter tubing. The penetration found in the catheter tubing appears to have been caused by a severe kink flexing back and forth that eventually penetrated the tubing causing the reported problem. Though we are unable to determine when the penetration may have occurred, it is likely that it caused the reported alarm. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Reference complaint # (B)(4); record ID (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was an autofill failure generated. The iab pump (iabp) was replaced and manual inflation was attempted with no success. Therapy was discontinued. There was no reported injury to the patient.